Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the covidien 15mm bag was inserted down the trocar to retrieve the specimen and the blue seal detached from the trocar, landing in the patient. Anew versastep 15mm trocar was used to finish the case.